Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 15 minutes after starting treatment with one (1) unit of polyflux 210h, the patient experienced a rapid drop in blood pressure (190-60 mmhg). The treatment was discontinued without blood restitution. The patient was treated with 400 ml intravenous administration of saline and they recovered from the event. There was patient involvement and there was patient injury and medical intervention associated with the reported event. No additional information is available.